Manufacturer narrative:
As reported, the bard/davol hydrosurg plus battery chamber had fluid in the battery chamber after the procedure. The subject device was returned for evaluation. There are no visible signs of fluid or a fluid leak into the battery housing such as corrosion or discoloration that is typically seen when a fluid leak presents into the battery housing. Based on the sample evaluation and investigation performed, the reported event was unconfirmed. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 1440 units released for distribution in (B)(6) 2021.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, bard/davol hydrosurg plus had liquid in the battery chamber after the procedure. The battery/pump pack has also been hot to the touch. There was no reported patient injury.